Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty in breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and box h11 should be reported as :the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty in breathing. There was no report of serious or permanent patient harm or injury. During investigation was able to confirm the presence of degraded sound abatement foam in the device. Rust and corrosion on the p4 cable, indicating potential liquid ingress. Inv1023 addresses the issue of liquid ingress to the p4.dust-like contamination on the ui panel, the top enclosure, the air inlet, the rear panel, the accessory module slot, the blower box cap seal, the blower motor, the blower outlet seal, the blower sk isolators, and the rubber grommet of blower motor. Red marks of unknown contamination on the ui panel and the top enclosure. Unknown brown residue on the top enclosure and the bottom enclosure. Unknown yellow residue on the top enclosure. Also, there were small spots of unknown yellow residue on the bottom enclosure. Small hair-like fibers on the top enclosure, the accessory module slot, the blower outlet seal, the blower sk isolators, and the blower box. There were also small hair-like fibers on and inside of the blower motor. A tear in the warning label on the bottom enclosure. The air inlet of the blower box is cracked. Potential dried liquid spots all throughout the blower motor, indicating potential liquid ingress. Potential no clean flux on the sd card slot and the battery holder of the payback contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 (v01). Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box h: problem code , evaluation method code grid, evaluation results code grid andconclusion code grid has been updated.